Event description:
Litigation papers allege patient began to suffer from severe pain, as well as clicking, popping and cracking in her hip. It is further alleged patient has elevated cobalt metal ions in her blood stream. It is additionally alleged doctors have advised patient that she will shortly be required to undergo revision surgery. **update** (B)(6) 2011 - sales rep has reported the revision surgery. Patient was revised due to cup loosening and soft tissue reaction. **update** (B)(6) 2011 - medical records were received. It was noted that there was some crevice corrosion present on the neck, the taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.